Event description:
It was reported that the pump was plugged in, the customer's mother touched the pump and reportedly, the pump shocked her. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.